Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported a blank display on the insulin pump that recurred after battery changes. The family member was advised to call the helpline back when possible. The customer's blood glucose value was unknown. The customer was reporting to be using manual injections. No further information was provided.